Event description:
It was reported that an ilet user experienced hyperglycemia after a needle guard was left in place, preventing insulin delivery, and the user subsequently replaced a steel infusion set while receiving troubleshooting and education. Symptoms included elevated blood glucose around 400 mg/dl. Outcomes included no alarms or alerts and no medical facility involvement. Investigation included technical support troubleshooting and user education. Investigation of this case revealed an interruption of insulin delivery due to an infusion set/needle guard issue, with the immediate corrective action of replacing the set. It was concluded that the cause of the hyperglycemia was unclear, though improper setup leading to insulin non-delivery was implicated. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.